Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device; there was nothing found during functional testing that could have caused or contributed to the reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 13:53:31. During night drain cycle one, the patient's ultrafiltration reading was 2213ml, indicating the home patient drained 2213ml more than their maximum programmed fill volume of 2500ml. No additional information is available.